Event description:
Customer received blood glucose readings of 207, 254, 252, and 78 mg/dl with freestyle compared to an unknown brand of meter at the doctor office which yielded 660 mg/dl. Customer had the incorrect test strip code entered in the meter and the incorrect unit of measurement and was dosing incorrectly. Customer was hospitalized for dehydration and vomiting related to the high blood glucose levels. Testing was conducted on the fingers.